Manufacturer narrative:
An event of dyspnea, back pain, fatigue, an increase in white blood cells (wbc), c-reactive protein (crp) and endocarditis were reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The following information was obtained from the (B)(6) journal of medical ultrasonic. On an unknown date a 19 mm trifecta valve was implanted. 4 years post implant in (B)(6) 2018, the patient started to experience back pain, dyspnea and general fatigue. In (B)(6) 2018, the patient was reported to have a fever, experiencing shortness of breath and overall condition was deteriorating. Lab tests were performed and an increase in white blood cells (wbc) and c-reactive protein (crp) were reported. An echocardiography was performed and revealed a wart on the aortic valve. The patient was diagnosed with prosthetic valve endocarditis and on an unknown date the trifecta valve was explanted and replaced with an unknown valve. The patient was discharged 2 weeks post explant procedure.